Manufacturer narrative:
Ptc (product technical complaint) investigation result received on 19-jan-2015. The (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a lack of efficacy. Contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality defect per se. In this particular case, also a treatment noncompliance was reported as the patient did not have hsg to confirm tubal occlusion. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted, got pregnant with subsequent miscarriage and during lab tubal, it was found out that one of the inserts was sitting on the round ligament in cavity. The events are serious due medical importance, except pregnancy which is non-serious. The third event, interpreted as device dislocation, and pregnancy are listed, while miscarriage is unlisted in essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be a dislocation (distal fallopian tube or peritoneal cavity). Also, unintended pregnancies have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test. In this particular case, the confirmation test was not done and pregnancy and miscarriage occurred one year after the placement procedure. The pregnancy could be a consequence of non-compliant use or a result of the device dislocation. However, it is not possible to know when this dislocation really occurred, therefore, a device inefficacy cannot be totally excluded. Although gestational age has not been provided, spontaneous abortions occur mostly during the first 12 weeks of pregnancy and the vast majority of these cases are due to chromosome abnormalities or gross morphological malformations, so the event is considered as unrelated to essure. Since during lap tubal, a salpingectomy was performed, the case is assessed as incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information has been requested.

Manufacturer narrative:
Follow-up received on 14-may-2015: the required number of follow-up attempts has been completed with no response to date. Case considered to be closed. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted, got pregnant with subsequent miscarriage and during lab tubal, it was found out that one of the inserts was sitting on the round ligament in cavity. The events are serious due medical importance, except pregnancy which is non-serious. The third event, interpreted as device dislocation, and pregnancy are listed, while miscarriage is unlisted in essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be a dislocation (distal fallopian tube or peritoneal cavity). Also, unintended pregnancies have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test. In this particular case, the confirmation test was not done and pregnancy and miscarriage occurred one year after the placement procedure. The pregnancy could be a consequence of non-compliant use or a result of the device dislocation. However, it is not possible to know when this dislocation really occurred, therefore, a device inefficacy cannot be totally excluded. Although gestational age has not been provided, spontaneous abortions occur mostly during the first 12 weeks of pregnancy and the vast majority of these cases are due to chromosome abnormalities or gross morphological malformations, so the event is considered as unrelated to essure. Since during lap tubal, a salpingectomy was performed, the case is assessed as incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information could be obtained.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 16-dec-2014. It describes a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 for permanent sterilization. It was reported that hsg confirmation test was not done. Pregnancy and miscarriage occurred during (B)(6) 2014. On (B)(6) 2014, patient underwent a lap tubal and physician found that one of the inserts was sitting on the round ligament in the cavity. Both tubes were taken and patient was fine. The outcome of the events one of the inserts sitting on the round ligament in cavity and pregnancy with subsequent miscarriage was recovered / resolved. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted, got pregnancy with subsequent miscarriage and during lab tubal, it was found out that one of the inserts was sitting on the round ligament in cavity. The events are serious due medical importance, except pregnancy which is non-serious. The third event, interpreted as device dislocation, and pregnancy are listed, while miscarriage is unlisted in essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be a dislocation (distal fallopian tube or peritoneal cavity). Also, unintended pregnancies have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this particular case, the confirmation test was not done and pregnancy and miscarriage occurred one year after the placement procedure. The pregnancy could be a consequence of non-compliant use or a result of the device dislocation. However, it is not possible to know when this dislocation really occurred, therefore, a device inefficacy cannot be totally excluded and causal relationship regarding pregnancy and dislocation with essure use is assessed as related. Although gestational age has not been provided, spontaneous abortions occur mostly during the first 12 weeks of pregnancy and the vast majority of these cases are due to chromosome abnormalities or gross morphological malformations, so the event is considered as unrelated to essure. Since during lap tubal, a salpingectomy was performed, the case is assessed as incident. The patient recovered. Further information and technical analysis have been requested.